Event description:
It was reported the patient was charging more than expected. It was noted within the last two months the patient has been charging more frequently and that the device is not holding a charge. It was noted the patient had not had any falls or trauma. It was noted that previously the patient was charging every two weeks and now they need to charge every 2.5 days. It was reported the night prior to report the patient charged but on the day of report was only half full. It was reported impedance values were measured and all readings showed >10000 ohms. The patient was programmed as follows: 3+ 4+ 5+ 6- 7+ with a therapy impedance of 523 ohms, 9.383ma, 5v, 160 pw, 45hz. It was reported the patient only uses their stimulator 16 hours. The recharge calculator resulted if used 24 hours per day it would need to be recharged every 23 days and if used 16 hours per day would need recharging every 31 days. It was reported the patient would charge their device 4-5 hours at a time. Additional information received reported the patient¿s recharging frequency matched their settings and the patient was able to demonstrate effective recharging. It was noted no further diagnostics or troubleshooting was performed and no malfunctions were identified. No interventions had been taken or planned and the patient is doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-33, lot# j0527462v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0519748v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).